Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative and healthcare provider regarding a patient receiving dilaudid at a concentration of 5 mg/ml and a dose of 2.6114 mg/day via an implanted pump. The indication for use was non-malignant. It was reported that in the pump logs a motor stall was noted on (B)(6) 2016 at 21:17 with recovery the same day at 21:58. It was noted the motor stall was not related to a MRI or any electromagnetic interference. The patient showed up to the clinic on (B)(6) 2017 and had pain related to the stall. No further diagnostics were done. The cause of the motor stall was not determined and the pump was replaced on (B)(6) 2017. The patient returned to baseline with the new pump and has had no complications since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.